Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number eight states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual, and/or awkward movement and/or activity, trauma, weight gain, or obesity." User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device, but the device has not been returned as of this date. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2011, due to dislocation caused by proximal body rotation. A new proximal body had to be impacted onto the stem and then cemented into place. A delay in the procedure of more than half an hour occurred.